Event description:
It was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate, the pump "has failed 3 times in 3 months", and an empty cartridge alarm occurred while the cartridge was not empty. It was also reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced an intermittent elevated blood glucose (bg) level and was subsequently hospitalized. Bg value not provided. The customer declined to provide additional information regarding the multiple issues. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.